Event description:
This patient offered no complaints pre treatment. 5 minutes into the treatment he complained of leg and chest pain and became very anxious. His bp was okay. The doctor was called. The treatment was terminated and the blood not returned to the patient. He was sent to the ER. He returned the next day and was placed on a wet pack f80 and ran without any problems. He takes 25 mg po benadryl before every treatment. The physician stated this was a dialyzer reaction. Dialyzer f80 - 4th use